Event description:
A jetstream g2 catheter was used to treat in-stent restenosis (isr) from the common femoral artery to the popliteal artery. An 8 french sheath was inserted after considerable effort. There was no angiography performed at the bifurcation of the distal aorta near the common iliac arteries after the insertion of the sheath and prior to treatment with the g2 device. The g2 device was used to successfully treat two segments of disease. When treating a third segment of the disease, the g2 device encountered resistance at a slight bend in the superficial femoral/popliteal artery. The device was retracted slightly and the physician attempted to advance the device again. The device stalled. Further attempts were made to advance and retract the device using forward activation and the rex mode. The device would not operate in either mode. The physician attempted to remove the device by advancing the wire while pulling back on the device. During this process, the wire kinked at the back end of the control pod. The physician then attempted to remove the device and wire as one unit and was able to retract the device and wire to approximately 1 cm inside the proximal edge of the stent in the common femoral artery. The device appeared to be in a "spiral" shape, in the common femoral and iliac artery. The physician then attempted to pull back the sheath, g2 device and guidewire at the same time. There was some movement but ultimately, after multiple attempts, he was not able to remove any part of the system. At this point, the physician elected to take the patient to the operating room to retrieve the sheath, device and wire. After surgery the surgeon reported that he removed the device from the common femoral artery using a cut down and was able to pull the catheter out without the heatshrink. After further attempts, he was able to recover the remaining piece of heatshrink. Additionally, he repaired a dissection appreciated at the aorta/iliac bifurcation. The physician believes the dissection occurred when he tried to pull the g2 device out earlier during the case. The patient was eventually discharged from the hospital. The jetstream g2 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for evaluation. However, based on the case summary, it appears the device malfunctioned causing the dissection. Note: in-stent restenosis patients are listed as a special patient population (ie., the safety and effectiveness of the jetstream g2 system has not been established in this group of patients) in the IFU.